Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited a lead slack issue and was dislodged as confirmed via x-ray. Additionally, the lead demonstrated an elevated capture threshold. A lead revision procedure was subsequently performed to provide additional slack. The patient was stable.